Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was no image during use of the bronchovideoscope. There was no report of patient involvement with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.